Event description:
At the time of use surgiclip malfunctioned and began projectile shooting of clips.======================manufacturer response for premium surgiclip s-9.0, autosuture - premium surgiclip s-9.0 (per site reporter)======================they would like the item returned for evaluation.